Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. The device met specifications for occlusion and leak testing. No functional anomalies or errors were noted when the catheter was primed with saline. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported irrigation issue remains unknown. It should be noted that the reported incident date was after the product "use by"/"use before" date.

Event description:
This report is to advise of an event observed during analysis confirming an expired device.